Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. It was noted that the plunger broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.